Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During placement of the impella cp, the short 14f peel away sheath broke. Part of the clear diaphragm came out of the part it¿s secured in. The impella was successfully placed. It was further reported that after insertion of the cp in the cath lab, distal pulses checked and no doppler on either foot. Md declined fem-fem bypass due to patient¿s distal disease in the superficial femoral artery and the patient¿s vessel being small. The patient remained on support for three additional days.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported limb ischemia and introducer damage has been completed. The device was not returned for evaluation. Clinical details were not sufficient to determine root cause. Therefore the root cause of the limb ischemia and introducer damage has been completed. Added- d6a/d6b.